Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was 51 mg/dl and her blood glucose was 120 mg/dl, and that her insulin pump suspended due to the sensor inaccuracy. Troubleshooting was initiated for the discrepancy in the glucose readings. The customer was advised on proper sensor insertion, positioning, usage, and calibration. No products were returned and a courtesy sensor was shipped to the customer.